Manufacturer narrative:
Date of event: used the first day of the aware date since event date not provided.

Event description:
It was reported that balloon rupture occurred. A 12.0 x 40, 75cm mustang balloon catheter was selected for use. However, it was noted that the balloon was defective and a hole was found in the device. No patient complications were noted.